Event description:
During mitral valve replacement and coronary artery bypass graft, mitral valve prosthesis failed: valve would not close properly. Before it was possible to separate the pt from bypass, it was noted on the transesophageal echocardiogram that the pt had severe mitral valve insufficiency. It appeared that the leaflets of the new bioprosthesis did not coapt and that this would make it prohibitively difficult for the pt to be separated from bypass. A redo valve replacement was done. This incident resulted in prolonged bypass time. It was considered prohibitively dangerous to close the sternum, instead the sternum was packed with laparotomy pads and a sterile dressing was applied. Pt expired 0700h on (B)(6) 2008.